Event description:
Facility reported via a medwatch "dialyzer header cracked after 4 running hours." Dialysis discontinued with no return of blood. Facility called, was not able to get the director of nursing, was not able to get the chief tech. Spoke with five individuals, all unable to provided info. Will call again tomorrow. 3/21/2000, spoke with clinical quality rep. Rep will get the co the info co needs to process and for the medwatch. Rep also needs to speak with their general counsel about sending the co the dialyzer.